Event description:
It was reported that customer experienced rapid battery depletion, with pump battery draining faster than expected and an average consumption of about 9 percent per day. There was no reported impact to the customer¿s blood glucose level. Customer actions and any troubleshooting or corrective measures were unknown because technical support was unable to reach customer for additional information and only documented details from email.